Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-mar-2016) is considered to be a best estimate. This MDR represents the ventralex st mesh (device 3). An additional supplemental emdr was submitted to represent the ventralight st using echo ps (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2016- patient was diagnosed with ventral hernia, left inguinal hernia, thereby underwent laparoscopic repair with implant of ventralight st using echo ps (device 1), 3dmax mesh (device 2). Per op notes, ¿a ventral hernia in abdominal region was identified and dissected. A ventralight st using echo ps (device 1) was placed intra-abdominally was placed in double crown technique. The hernia sac in left inguinal region was repaired by placing a 3dmax mesh (device 2) and sutured¿. (B)(6) 2016- patient was diagnosed with recurrent ventral hernia, thereby underwent laparoscopic repair with implant of ventralex st mesh (device 3). Per op notes, ¿omentum in the left upper quadrant was reduced. There was no evidence of adhesion or obstruction. A small ventralex st mesh was placed and tacked¿. (B)(6) 2017- patient was diagnosed with small bowel obstruction, adhesion, thereby underwent open repair with partial explant of ventralight st using echo ps (device 1), ventralex st mesh (device 3). Per op notes, ¿the adhesions in the abdominal region was taken down along with the portion of mesh (device 1 and 3)¿.